Event description:
Patient has been admitted to the hospital in the critical care unit since [redacted date] with an endotracheal tube in place that has been secured with an anchorfast ett holder. He was noted to have intact skin on admission. On [redacted date] the patient was noted to have skin breakdown in the area located underneath the endotracheal tube holder. This has since been determined to be an unstageable pressure injury.